Event description:
It was reported the customer received a no delivery alarm. The customer's blood glucose was 304 mg/dl. Troubleshooting found insulin was unable to exit with a push plunger. It was also found the customer had air bubbles in their reservoir. Customer stated the air bubbles were one eighth of an inch in size. The customer stated their insulin was recently removed from the refrigerator prior to use. Customer was advised to let their insulin reach room temperature. The customer's reservoir will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used reservoir showed that they functioned properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.